Event description:
It was reported that during a gastrectomy procedure, it is reported that the device cut, but did not staple. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.